Manufacturer narrative:
A review of the documents, complaint history, device history record, quality control, and visual inspection was conducted during the investigation of the returned product. One used device was returned for investigation. The wire guide was found elongated. A pull test was performed for breakage at level I inspection. There is no evidence to suggest the product was not manufactured to current specifications. There is no evidence to suggest all items in the lot or similar devices in the field are nonconforming or defective. There is no evidence the product was damaged upon opening. Review of device history record shows no nonconforming events which could contribute to this failure mode. Instruction for use (IFU) states, ¿use caution not to force or over manipulate the wire guide when gaining access.¿ there is no information regarding any patient anatomical characteristics that may have led to a broken wire guide. There is no information regarding any angulation required or any resistance encountered during the procedure. Based upon the information provided and the characteristics displayed, root cause cannot be definitively confirmed. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. Per the risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During a pcnl (percutaneous nephrolithotomy) procedure, it was reported that an amplatz ultra stiff ptfe fixed core wire guide had broken while within the patient. The physician was able to successfully remove the wire guide without difficulty. He then used another wire guide to successfully complete the procedure without any delay. The patient did not require any additional procedures due to this occurrence nor experience any adverse effects due to this occurrence.